Event description:
It was reported that a patient underwent a coronary artery bypass procedure on (B)(6) 2009. The reservoir lock was too loose and the reservoir could not stay in the locked position during use. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). (B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.